Event description:
This is a recalled defective medtronic sprint fidelis lead 6931. The patient is a male child with hypertrophic cardiomyopathy who had an ICD initially placed 4 years ago as primary prevention due to family history of sudden death. Two years ago, he received inappropriate shocks secondary to a sprint fidelis lead fracture but has received no other therapies since that time. He presents today for lead extraction due to worsening impedances of the rv shock lead and new ICD lead and generator placement secondary to upgrade of system during explant of sprint fidelis lead. The patient was discharged without complications.